Event description:
Emt's responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and the analyze button pressed. The device determined the pt was in a shockable rhythm and charged but, according to the rpeorter, charge was removed seconds after it appeared to reach full charge and before the operator could press the shock button. The reporter said this happened twice more before a manual device from an als team arrived and was used. The pt was transported to the hospital and the reporter said the pt's outcome is unknown but had heard of no reports of any adverse affects because of device use.